Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2008-00041 for device 2). Patient was implanted with a scs system in 2008. It was reported patient complained about pain to physician the following day; and physician gave patient prescription for pain and inflammation. It was reported next day, patient went to hospital in extreme pain, numbness in his legs, and paralysis. System was explanted in the same month. The explanted system has not been returned to ans for evaluation.

Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2008-00041 for evaluation of device 2). Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.